Event description:
During an urgent upper endoscopy banding procedure, the physician used a cook endoscopy 10 shooter saeed multi-band ligator. The healthcare providers were having a difficult time sedating the pt and so there was a lot of coughing and moving. Old blood was found in the stomach and a small adherent clot was found at the gastroesophageal (ge) junction indicating recent bleeding. Initially, an injection of epinephrine was given. However, due to technically difficult positioning, it was decided to attempt band placement at the site. During the first attempt, the banding device separated from the endoscope tip but remained attached by the ligator trigger cord (i.e. String). Upon withdrawal of the endoscope, the ten shooter banding device was caught on the bite block. Multiple bands were deployed into the mouth. Four of the bands deployed onto the suction device tip and were removed as suction was performed on the pt. The banding device barrel subsequently detached from the endoscope and the device was quickly retrieved using a finger sweep maneuver. The report indicated the aggressive suction used during the endoscopy procedure may have contributed to the banding barrel separating from the endoscope tip. The pt was intubated and suctioned via an endotracheal tube (ett). Seven bands were suctioned from the lungs. The gastroenterologists and endoscopy nurses are still unclear about why this event happened and state they have never seen this happen before. The procedure was completed using a second banding device. The pt required intubation due to desaturation. Aspiration during the intubation was performed and additional bands were suctioned through the endotracheal tube. Over the subsequent 12 hours, additional bands were found in the endotracheal tube. A bronchoscopy was performed the following day to look for additional bands, but none were found. The pt was extubated after 3 days, breathing comfortably on room air, then discharged home after hospitalization of 10 days total. When additional information was requested, the physician (dr. (B)(6)) indicated "the fellow probably didn¿t put the bander on correctly and I should have been supervising more closely." The physician also indicated a second ligator was placed by the physician and the varices were banded without incident. The physician also indicated "we believe that the aggressive yankauer suctioning during the endoscopy may have also helped knock off the banding cap." Note: the banding cap referred to by the physician is the banding device barrel that attaches to the end of the endoscope.

Manufacturer narrative:
The medical facility provided information related to this event to FDA via submission of a medwatch report. Reference access number (B)(4) for information related to the same event that was provided to FDA by the medical facility. Cook was not aware of this occurence until we rec'd a copy of the medical facility's medwatch from FDA on 10/12/2010. Evaluation: we requested the product to be returned for evaluation. We could not confirm the report because the product said to be involved was not returned to cook endoscopy. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of barrel detachment is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Comments regarding barrel detachment: the information provided indicated the fellow using the ligator may have loaded the ligator incorrectly, leading to separation of the barrel from the endoscope tip. Also, the physician indicated aggressive yankauer suctioning during the endoscopy may have also helped knock off the banding cap. Information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 9.5mm ¿ 11.5mm only. If an endoscope with an outer diameter smaller than 9.5mm was used with this ligator, barrel detachment from the endoscope tip can occur. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instruction for use advice the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instruction for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Comments regarding premature band deployment: the information provided indicated that upon withdrawal of the endoscope, the ten shooter banding device was caught on the bite block, resulting in multiple bands deploying inside the mouth. Attempting to remove the endoscope and ligator as a unit while the device was caught on the bite block is likely related to premature deployment of the ligator bands. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of premature band deployment. This product was manufactured prior to implementation of this corrective action. No further action warranted at this time because the information provided suggests this event is related to use and/or product handling conditions. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.